Manufacturer narrative:
Section e3: non-healthcare professional. Investigation: the following allegations have been investigated: fracture, organ/vena cava (vc) perforation, complex removal. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2011. Approximately ten years later, the patient underwent a computed tomography (CT) scan which revealed that several struts of the cook ivc filter had penetrated through the ivc wall and into the l3 vertebral body and right psoas muscle. The following month, the patient's filter was retrieved via a percutaneous procedure with a fractured strut unable to be removed and remaining in the digestive track in the third portion of the duodenum. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant in (B)(6)2011 via the left common femoral vein due to orthopedic surgery (developed pulmonary embolism after motorcycle accident). The patient alleges migration and bleeding. The patient further alleges chest/lower back pain, shortness of breath, smell/taste blood, erectile dysfunction, and limited activity. Percutaneous via right internal jugular vein filter removal on (B)(6)2021 due to pain in chest, lower back and abdomen. (B)(6)2021, per a report from computed tomography; ¿vascular: there is infrarenal ivc filter in place. There is strut penetration, including posterior strut 1.0 cm within the anterior l3 vertebral body, with adjacent lucency. There is also a 1.5 cm strut penetration into the right psoas muscle.¿ (B)(6)2021 per a telephone appointment note: "pt with celect ivcf placed 10ya after dvt for trauma/pe, had tav with me (B)(6) 2021 but needed ctv, now done. Pt has known filter fracture with fractured fragment now seen to be extravascular. There are protruding legs into r psoas and l3. Hook also appears to be extravascular. Plan for retrieval under geta". (B)(6)2021, per a report from retrieval report (successful); ¿impression: 1) status post ivc filter removal. 2) known fractured filter strut remains in place, likely extravascular. During the procedure, the strut was mobile. 3) no evidence of ivc thrombus.¿ (B)(6)2021, per a report from computed tomography; ¿vascular: no abdominal aortic aneurysm. Day previous identified inferior vena caval filter is removed. There is a retained strut along the anterior aspect of the ivc extending along the anterior aspect of the right ureter and the inferior aspect of the third portion of the duodenum. No filling defect is seen in the visualized inferior vena cava and iliac vasculature.¿

Manufacturer narrative:
The following allegations have been investigated: migration, bleeding, chest/lower back pain, shortness of breath, smell/taste blood, erectile dysfunction, limited activity. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported bleeding, chest/lower back pain, shortness of breath, smell/taste blood, erectile dysfunction, and limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.